Event description:
It was reported that the programmer allegedly shocked the clinician and a patient during a device interrogation. Employees of the facility reported that the overlead lights at the facility had blown out after what was believed to have been a power surge. The device would be returned for analysis.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Final analysis found normal device characteristics. User was shocked by the device.